Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and photographs were not provided. The described situation is adequately address in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in any retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that an internal dialyzer blood leak occurred twenty hours into a patient¿s continuous renal replacement therapy (crrt). The blood was reportedly visible in the drain bag. The treatment was subsequently discontinued. The machine, a multfiltrate (mft) system, did not alarm with a blood leak alert. A blood test strip was used and tested positive for the presence of blood. There were no visible damages or defects found on the dialyzer. Nothing unusual was noticed during the priming phase. Blood loss was reported to be 50 ml or less. There was no patient injury, adverse event, or medical intervention required due to the reported blood loss. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded. Additional information was received and revealed that it was unknown if the machine alarmed with a blood leak alert. It was reported that the nurse could not remember if the machine alarmed. The facility continued to use the multifiltrate machine without any further problems, and no machine repairs were made.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an internal dialyzer blood leak occurred twenty hours into a patient¿s continuous renal replacement therapy (crrt). The blood was reportedly visible in the drain bag. The treatment was subsequently discontinued. The machine, a multfiltrate (mft) system, did not alarm with a blood leak alert. A blood test strip was used and tested positive for the presence of blood. There were no visible damages or defects found on the dialyzer. Nothing unusual was noticed during the priming phase. Blood loss was reported to be 50 ml or less. There was no patient injury, adverse event, or medical intervention required due to the reported blood loss. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.